Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use an amphirion deep pta balloon catheter to treat a lesion from patients anterior tibial artery (ata) to pedal arch. The IFU was followed. It was reported a longitudinal burst occurred at 7 bar. Burst occurred on first inflation. No intervention was required to remove any fragments from the vessel. Another balloon catheter was used to complete the procedure. No patient injury was reported.